Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited loss of capture and high pacing impedance. Additionally, lead fracture was noted. No device intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable.